Event description:
It was reported that this right atrial (ra) lead has showed episodes with noise. Boston scientific technical services (ts) provided re-programming advice. Eventually, further information was received indicating that a lead safety switch occurred in this ra lead, due to high out-of-range pacing impedance. Noisy signals were seen also in unipolar pace and bipolar sense. Ts highly suspected an insulation breach with both the ra and right ventricular leads and suggested further in-clinic evaluations. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).